Manufacturer narrative:
Occupation: occupation is lay user/patient. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.9 - 4.5 inr): qc 1: 3.6 inr, qc 2: 3.7 inr, qc 3: 3.6 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using the stago neoplastine method. At 5:40 a.m. The meter result was 5.2 inr and at 8:30 a.m. The laboratory result was 3.71 inr. The laboratory result was believed and no change was made to the patients jantavin. On (B)(6) 2019 at 6:07 a.m. The meter result was 4.2 inr and at 10:00 a.m. The laboratory result was 3.03 inr. The laboratory result was believed and no change was made to the patients warfarin dose. The patient has a stiff neck, pain in shoulder, hips and back and recent blood work showed inflammation in his system. There were no allegations that this was due to the meter result. The patients therapeutic range is 2.5-3.5 inr and tests every two weeks. The patient is fine.